Manufacturer narrative:
The customer was sent 24mm breast shields, along with 21mm inserts, and her orginial 21mm breast shields were requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she initially believed that the pain was related to the breast shields, but after additional symptoms of appeared, she believed that the pain was related to thrush (she is a nurse and knows related symptoms) and not the breast shields. After a phone consultation with her physician, who agreed that it was thrush, she was prescribed antibiotics. She indicated that she has consulted a lactation consultant to get fitted for breast shields and used a caliper to measure her nipple and based the breast shield size on the results of that. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she was experiencing bruising around the base of her nipple while using 21mm breast shields, which we sent to her back in 2014, with her pump in style breast pump. She believes that the pump is functioning correctly, but the breast shields may be too big and causing the issue.